Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found evidence consistent with tampering. Due to the condition in which the device was received, root cause analysis could not be performed. The digital board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.